Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The device was implanted in the patient.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod packing coils (podjs). It was noted that the patient anatomy was tortuous. During the procedure, the physician deployed and detached a pod6 in the target vessel using a lantern delivery microcatheter (lantern). While attempting to advance a podj through the lantern, the podj unintentionally detached. The physician was able to successfully push the detached coil in the target vessel and the procedure was completed using an additional podj and the same lantern. There was no report of an adverse effect to the patient.